Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found.

Event description:
It was reported that the patient was admitted to the hospital with intermittent non-capture noted on the electrocardiogram (ECG). The non-capture could not be reproduced during the device check and the patient was sent home. Five days later, the patient was re-admitted to the hospital with dizziness and lightheadedness. Intermittent non-capture was again seen on the ECG. It was noted that the patient is dependent and was in the intensive care unit. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr, implantable pulse generator, (B)(6) 2011. (B)(4).